Manufacturer narrative:
The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# j52172, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# ry6ttn, size 3 accolade ii 127 deg; cat# 6721-0330; lot# 63368501, delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 63934302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient underwent right total hip arthroplasty on (B)(6) 2018. It is further alleged that the patient developed pain that was not resolving, and MRI and radiology suggested loosening of the acetabular component. The patient was revised on (B)(6) 2019 whereby the entire right total hip replacement was removed and an antibiotic cement spacer was inserted.